Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a missing set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure at the time of the lead connection, the implantable pulse generator (ipg) setscrew was loose and would not tighten enough. The physician requested for a new ipg and the lead connected properly. No patient complications have been reported as a result of this event.